Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a call service alarm (cs 012) issue. It was reported that the pump emitted a cs 012 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a missing bolus record in the pump history which may impact treatment decisions.

Manufacturer narrative:
Follow-up #1: date of submission 04-jan-2018 device evaluation: the pump has been returned and evaluated by product analysis on 12-dec-2017 with the following findings: a review of the pump black box data and alarm history showed consecutive cs054/cs052/cs012 communication alarms. During a visual inspection of the pump, the battery compartment was undamaged. A test battery cap was used for investigation. The ez-prime steps were performed correctly and no cs 012 call service alarms occurred. The pump case was removed and no evidence of moisture or loose components was found inside the pump. The complaint of a battery life issue was shown in the pump history but was not duplicated during investigation.